Event description:
It was reported that an intraocular lens (iol) haptic arm was bent and the doctor was unable to insert the implant fully into the patient's ocular sinister (left eye). There was patient contact. No medical or surgical interventions were necessary. No patient injury occurred. Patient is reportedly doing fine although no lens was implanted. The iol is not available for evaluation as it was discarded. No further information was provided.

Manufacturer narrative:
Additional information: date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. It was indicated that the iol is not being returned for evaluation as it was discarded. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.